Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately one year and eight months post heartware lvad implantation, it was reported that the patient experienced a blank controller display with a persistent alarm. The patient exchanged the controller and reported no symptoms during the event. The controller will be returned to heartware for analysis and a backup controller was issued. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient experienced a blank controller display with a persistent alarm. A controller exchange was performed by the patient. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that the device passed external visual inspection but failed functional testing. The controller failed functional testing due to one of the tantalum capacitors on the power board was shorted to ground bringing down all of the incoming power. The root cause for the reported event was found to be a shorted tantalum capacitor (c15). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.